Event description:
The customer reported an uncontained leak of blue reagent of approximately twenty (20) milliliters and the latron out of range with a high scatter mean from the coulter hmx hematology analyzer with autoloader. There were no reports of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves and laboratory coat when the leak occurred. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer.

Manufacturer narrative:
The field service engineer (fse) discovered cut tubing at pinch valve pv37. The fse replaced the tubing at pinch valve pv37 which fixed the leak. The fse performed verification of the instrument to meet the specified requirements per established procedures. (B)(4).